Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a battery cap cracked/damaged, and damage (physical or cosmetic) at the battery side of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported battery cap damaged. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was not received with original battery cap. Proceeded it by using a new battery cap and a new battery. After multiple new batteries and battery cap failed batt test alarm persisted. Unable to perform self test, sleep and active current measurement test due to constant failed batt test alarm. Unit was downloaded using thump software. The adapt tool reveals that multiple failed batt tests were recorded on 07/10/2024 from 08:54:37 through 14:26:36. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification on dates prior to event date. The power management graph shows abnormalities on 07/10/2024 at 14:19:57. However, no available data beyond 7/10/2024 or on complain call date. Proceeded with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. Continue with swapping of internal battery, external battery tube , extracting electronic stack into a new testing case, swapping of electronic boards to pinpoint the faulty component. It was determined after deconstructive analysis that pcba1 was at fault. Isolate to pcba1. Unit also received with serial number label missing, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case and stained keypad overlay. In conclusion, customers concern for cosmetic damages were confirmed when cracked case (battery tube) was noted during visual inspection. Unit was not received with original battery cap, therefore could not confirm customers allegations for damaged battery cap. Unit had constant fail battery alarms after multiple battery installations. No moisture damage was found during deconstructive analysis and was isolated to pcb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.